Event description:
Cuff on tourniquet broke during procedure. Intraop nursing documentation: tourniquet left this inflated at 1457, deflated at 1533, pressure 275. Inflated 1536, deflated at 1613. Procedural note: no mention of event. Complications: none.